Manufacturer narrative:
The field service engineer found the sample probe was contaminated due to insufficient maintenance actions by the customer. The probe was cleaned. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable nh3l2 (ammonia) results from the cobas pure c 303 analytical unit. The initial result was 173 umol/l. The repeat result was 52 umol/l.